Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported it does not alarm in decelerating events. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
The customer reported it does not alarm in decelerating events. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and confirmed the system got an alarm message ¿no alarming for the bed x ¿. The fse root cause of the issue is the dac server. The issue was resolved with a reboot, but it appears the issue comes back intermittently on a random bed. The fse confirmed the issue was resolved with a system reboot and the unit is now working as intended. The fse will be monitoring the issue remotely. If further information is obtained this complaint will be reopened.